Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The offset broach handle no longer locks onto the broach. The handle is too loose.

Manufacturer narrative:
A functional test with a mating broach confirmed the complaint; the handles are loose and no longer lock securely. The root cause is attributed to misuse and wear; damage to the cam components. It is important to ensure that the alignment features on both the handle and broach are mated correctly, as proper locking will extend the life of all broach handles. If these orientation features are not aligned properly, the cam will lock incorrectly onto the broach. After this type of deformation occurs, the handle will no longer lock as tightly onto the broach as when first distributed. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.